Event description:
Additional information was received from the company representative (rep) stating the cause of the no flow from the catheter and being unable to aspirate from the cap were unknown at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2000, product type catheter. Product ID 8596, serial# (B)(6), implanted: (B)(6) 2005, product type catheter. Product ID 8578, lot# hg0v3m708, implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type catheter. Product ID 8709, serial# (B)(6), implanted: (B)(6) 2000, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 722 mcg/day via an implantable pump for unknown indication for use. It was reported during a routine pump replacement, it was noted that there was no flow from the catheter and the hcp was unable to aspirate fluid. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was further reported that in the office, prior to scheduling surgery, the nurse practitioner was unable to access the catheter access port (cap). A cap access was attempted during surgery and aspiration was unsuccessful. The catheter was replaced and the issue resolved at the time of this report with the patient's status as "alive-no injury".

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2000 product type catheter. Product ID 8596 lot# serial# (B)(6) implanted: (B)(6) 2005: product type catheter. Product ID 8578 lot# hg0v3m708 implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(6), ubd: 14-jun-2007, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(6), ubd: 02-feb-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.